Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer's representative (rep) reported the stimulator was causing the patient to have a tightening feeling that wrapped around his chest. The patient said he still felt the tightening when the stimulator was turned off. It was wrapping around both sides of his chest kind of like a muscle spasm. This had been happening intermittently since the implant in november. It was unknown what led to the event. No troubleshooting or interventions had taken place and the rep told the patient to call the healthcare provider (hcp) to schedule a reprogramming. No surgical intervention occurred or was planned. It was unknown if the issue was resolved. The patient had not scheduled an appointment as of (B)(6) 2016. Additional information received from the manufacturer's representative (rep) reported the patient was explanted on (B)(6) 2016. The patient continued to have chest pain and the patient felt it was from the stimulator. The pain was severe at times and it did not matter ifthe stimulation was on or off. The patient had been to the emergency room twice and they ruled out other issues. It was noted the rep said the healthcare provider (hcp) thought it may have been related to the patient¿s reflex sympathetic dystrophy syndrome (rsd) as maybe it spread to the spine where the leads were. Relevant medical history included non-malignant pain and complex regional pain syndrome type 1.

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
In the initial report, (date of report), the date should have been 2016-03-23 as well. 2016-02-29 was submitted in error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.